Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was rushed to the hospital last night and was able to stabilize her blood glucose. Customer got a new insulin pump and she was getting a high blood glucose for the past 2 days. The customer used her old insulin pump and her blood glucose went back to normal. Customer was completely disconnected on the new insulin pump and using her old insulin pump currently. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test.